Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): pt complains about vision impairment since then. On (B)(6) 2014: letter received from the lawyer of the pt to clarify what happened with the injection of lucentis, whether there might be a contamination of the lucentis vial from manufacturing point of view. It is said in the letter, that the pt complains about silicone particles in the eye and about reduced visual capacity. Used syringe by doctor (according to letter of lawyer) omnican 50 with needle of b. Braun, (B)(4). Injections was prepared at an external pharmacy. This pharmacy regularly orders lucentis from (B)(4) and distributes it to ophthalmologists. The pharmacy divides lucentis into 2 or more injections on a regularly basis.